Event description:
Implant was explanted due to inadequate osteointegration. The dr reported taht the natural tooth in position #5 abcessed during the healing phase, possibly due to the placement of the implant in position #4, and that this caused the loss of the implant.